Event description:
It was reported that urine was not flowing. It was left in place during surgery. However, no urine was flowing at all, so they replaced the foley catheter and urine started to flow. There might be some kind of problem.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation noted received 1 drainage bag with an inlet tube, sample port connector, catheter and tubes. The drainage bag and catheter contained urine residue. The catheter was separated from the drainage bag by cutting the drainage tube that goes to the drain bag. The drainage funnel was flushed, and no obstruction was evidenced. Dimensional: the eyelets were inspected, and they were found: eyelet 1: length: 0.177 width 0.0235. Eyelet 2: length 0.1545 width 0.038. Product meets dimensional requirements also received 7 photo samples. Photo 1: shows top view of urine collection bag and catheter. Appears to be used as urine is inside in the bag. Photo 2: zooms in on dome vent present on urine collection bag. Photo 3: zooms in on date code present on urine bag. Photo 4: shows top view of sample port, tamper evident seal, and inflation valve. Photo 5: shows side view of sample port, tamper evident seal, and inflation valve. Photo 6: zooms in on deflated catheter balloon. Photo 7: zooms in on inflation valve which subassembly lot number as "nghn0810" based on the physical sample received the reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a DHR review is not required. As the reported event is unconfirmed a labeling review is not required. Correction: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine was not flowing. It was left in place during surgery. However, no urine was flowing at all, so they replaced the foley catheter and urine started to flow. There might be some kind of problem.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed manufacturing related as one of the eyelets was found to be under specification. Visual evaluation noted received 1 drainage bag with an inlet tube, sample port connector, catheter and tubes. The drainage bag and catheter contained urine residue. The catheter was separated from the drainage bag by cutting the drainage tube that goes to the drain bag. The drainage funnel was flushed and no obstruction was evidenced. Product does not meet dimensional requirements as the length for eyelet 2 is under specifications. Based on the physical sample received the reported event is confirmed and does not meet specifications per inspection procedure which states the flow rate minimum values (in a vertical straight position) through the drain lumen should be 3-way catheters, fr: 14, drainage lumen (ml per min): 7, vol. Filling (balloon 3 per 5cc): 12 root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be incorrect punching die. However, there was insufficient information to confirm this potential root cause. A DHR review did not show any problems or conditions that would have contributed to the reported event. A labelling review is not required as labelling would not have prevented the reported event. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine was not flowing. It was left in place during surgery. However, no urine was flowing at all, so they replaced the foley catheter and urine started to flow. There might be some kind of problem.